Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identify: one opening crease sharp and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.